Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing of atrial fibrillation. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 2088tc52 lead; implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.